Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733438 ; product ID: 9733437 h3: a medtronic representative went to the site to test the equipment. Parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. The replaced scu and psu were returned for analysis. The psu powered up on the test bench with amber fault light blinking. A check of the event log showed low voltage for both the bump and laser batteries. It also failed an accuracy test at .59mm with a passing threshold of .35mm. The returned scu powered up on the test bench without the amber fault light on. However, a check of the event log showed a long history of intermittent internal strober error dating back to jan 2021. During testing, the fault light did no light and the scu was otherwise fully functional with normal tracking for all tool ports and a functioning foot switch. H6: b01, c02 and d02 apply to the analyses above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the polaris spectra system control unit (scu) operation is unstable, and communication with the power supply unit is sometimes stopped. The issue improved after scu replacement. The procedure was delayed by less than one hour and there was no impact on patient outcome. (B)(6) 2021 e2(rep): no new information.